Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room manager reported the doctor noted a fiber in the patient's eye. There was no harm to the patient. A sample and additional information has been requested.